Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation the reader was observed to be warm to the touch while charging. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation the reader was observed to be warm to the touch while charging. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The customer did not return usb charger and usb cable with the reader. Customer reported that their reader has no power with test strip insertion and button depression. Reader did not power on with button depression, test strip or usb cable insertion. Built-in reader test was unable to be performed. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader¿s pcba (printed circuit board assembly) and no signs of damage or burn marks was observed. No corrosion was observed. The returned battery voltage was measured, however results were not within specification. The reader was connected to a usb cable and a thermal camera was used to inspect the pcba, and it was observed that stm processor and dn3 chip to exceed temperature. A further extended investigation was conducted. Visual inspection was performed using a digital microscope and no physical damage was observed on either the exterior or interior of the reader. The reader log file could not be uploaded, and therefore, data review was not possible. The returned reader was brought to the bench for functional testing. The returned battery measured and results were outside the required specification range. A known good battery was used for the remainder of the testing. The reader failed to power on using button depression, a known-good charging cable, and a strip test with a known-good battery. A reader self-test could not be performed. Off-current consumption testing was conducted and the off-current measured however results were not within the required specification range for readers with stm processors present. This indicates excessive current draw from the battery. Thermal inspection using a thermal camera revealed hot spots on the cpu and dn3, confirming the previous phase findings. Additional hot spots were observed on u13, u6, and u5. Voltage measurements were showing across the r100 pulldown resistor. Any voltage across this resistor indicates excessive voltage/current bypassing the stm vbus protection circuit. Further checks on vdd, bl_enable, sw_vdd, and bq_lsctrl all measurement were not within specification, suggesting multiple damaged components. In contrast, these test points taken on a known good reader. The reader was also connected to a computer and tested using tera term software. The reader was not communicating with the computer and did not go through its initialization sequence upon power up, further indicating cpu and u13 damage. The excessive current drain and thermal anomalies are consistent with a reader exposed to excess current and voltage through its charging circuit, likely caused by using a non-abbott-supplied power adapter. The customer's reported issue of reader not powering on was confirmed. Incorrect adapters can supply excess current, leading to component failure, overheating, and inability to power on. Therefore, this issue is not confirmed due to user error as incorrect adapter was used, also damage to the returned reader's cpu was found through bench testing. The cable and adapter has been requested back for an investigation and the customer agreed to return the device; however, at this time cable and adapter has not yet been received. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.